Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab comparison was done when the rptr performed a blood glucose test at home and got a result of 110 mg/dl. He then visited the dr's office and got a venous draw that read 160 mg/dl. Rptr returned home and retested receiving a result of 115 mg/dl. All tests were done within a 1.5 to 2 hr timeframe. No symptoms were reported. A control solution test was in range (96-145) 115.